Event description:
It was reported that the hcp is unable to aspirate the reservoir volume at refill. The patient was not getting relief, so came in early for second refill to change out the medication. The expected reservoir volume is 37.5 ml; the hcp was unable to aspirate anything. The pump had been filled on one occasion since implant without difficulty. They have tried numerous times without success to aspirate the pump. The pump was then filled twice with preservative free normal saline, and was successfully aspirated of the correct amounts. Programming was verified to be accurate. The medication was changed to dilaudid and bupivicaine. At the next refill, the volume was as expected, but the patient continued to have pain. A dye study was performed and the catheter was found to be patient. The reservoir volume was checked after the dye study and the hcp was again unable to aspirate. The hcp then injected saline through 3 cycles and continued to get back as expected. The hcp was "questioning where drug went" and was concerned about possible subcutaneous injection of drug as he did not feel that it was self-access of the pump by the patient. The patient is not experiencing overdose symptoms; the only reported symptom was increased pain. A follow-up report will be sent if additional information becomes available to us.